Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed. A review of the downloaded data log observed a continuous sensor warm-up. The reported event of no readings was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, there was no readings. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.